Event description:
The customer is calling to report that she obtained the following comparisons on her accu-chek aviva meter: 453mg/dl and 142mg/dl, 142mg/dl and 299mg/dl, 142mg/dl and 298mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken on the readings. No adverse event reported. New system sent and return requested.